Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the catheter was installed the day before and was initially functional. Patient experienced acute urinary retention, but the balloon was unable to be deflated then the patient felt a noise causing discomfort and the bladder fell. This is to capture the drainage issue.